Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in the operating room for normal eri generator replacement. During the procedure a slight insulation defect in the rv lead where the header of the device meets the lead was noted. No electrical anomalies were detected. A lead repair kit was used to ensure that the lead continues to function normally. The physician decided to continue to use the lead. The procedure concluded with the patient remaining in stable condition throughout the procedure. The patient will continue to be monitored.